Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 163 mg/dl. The customer could not recall any significant events leading to the alarm. Customer stated the insulin pump was in their pocket prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent escape button response due to moisture damage to the keypad traces. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window, cracked display window, cracked case at the display window corner and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.